Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an injury to the proximal columella of an infant was noticed after use of a bc2425 neonatal nasal cannula.

Manufacturer narrative:
Ps157984 the bc2425 oxygen therapy nasal cannula is manufactured by (B)(4), for fisher & paykel heathcare. The complaint bc2425 cannula was not returned to fisher & paykel healthcare for investigation. Further information was requested from the hospital but no response was received. Method: the complaint cannula was not made available to fisher & paykel healthcare for evaluation. Our investigation is based on the limited information provided and our knowledge of the product. A lot check was not performed as no lot number was provided by the hospital. Results: without the return of the complaint device we are unable to determine the cause of the reported event. Conclusion: we were unable to determine the cause of the injury as reported by the customer. With regard to the injury to the infant's nares, fisher & paykel healthcare recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy while minimising the potential for skin irritation or septal injury. The user instructions which accompany this product state: - select the correct size nasal cannula, the nasal prong outer diameter should be approximately half the diameter of the infant's nares. - place the nasal cannula in the nares ensuring that there is at least a 2mm (0.08 inches) gap from the septum. - ensure that the nasal prongs are positioned at least 2mm (0.08 inches) from the septum to avoid pressure necrosis. - re-adjust as necessary. - check the patient's septal integrity. - ensure that the tubing is not applying excessive pressure to the ears and face.